Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Chair has a right motor running slower than the left, which causes it to shake and drive in circles.